Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion during left ventricular (lv) lead implant. The patient was evaluated post-procedure and was ultimately brought back to have a drain placed. The lead remains in use. No further patient complications have been reported as a result of this event.